Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during the reprocessing of the bronchofibervideoscope device, black colored foreign material was discovered in the biopsy channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. There was a stain in the forceps passage. The foreign material could not be analyzed as the substance was not available for sampling. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.